Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that the appliance broke. The device was delivered to the patient on (B)(6) 2025. The patient stopped using the device on 06/10/2026. The appliance was not replaced. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.